Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the left bottom corner. Primary audible background test found in pump event history log. Power up test were able to duplicate the reported problem. The root cause of the reported issue was found to be broken off cap from interconnected board. Actions were taken to mitigate the reported issue: replaced interconnect board and damaged top case.

Event description:
It was reported that the device was presenting with primary audible alarm. No patient injury was reported.